Manufacturer narrative:
As reported, the device was disposed; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings, ¿ do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. ¿ manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications. The dfu precautions also indicate,¿the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient.¿ due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors may have impacted on the event as reported. If any further information is received, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the first of two zipwire devices used during this procedure. Medwatch report 2126666-2021-00021 captures the second device. Event description: it was reported that: the doctor was using a flexible ureteroscope and placed the stiff zip wire down the working channel and when the doctor was pulling out the zip wire the coating of the wire peeled away. The doctor decided to open up a sensor wire and use this instead and this solved the issue. - device issues or patient complications? Only device performance issue(s) - what troubleshooting steps took place? They tried another zip wire and the coating starting to peel away. - what troubleshooting steps, if any, resolved the issue? What is the next course of action? They switched to sensor wire and there were no issues. Additional event information provided on 22jun2021: the complaint narrative indicates "the coating of the wire peeled away". Are they talking about the black polymer jacket material? Yes. Did any of the "coating" detach? If so, what efforts were made to recover it? Yes, the coating detached into the patient and the physician had to go in with a basket to get the material out. Was the guidewire hydrated or rinsed with saline solution prior to removal from the dispenser? Yes, the guidewire was hydrated with saline solution prior to removal. Was there an issue with lubricity of the device? There was no issue with the lubricity of the device as they lubed the device before. Was the zipwire advanced through a metal cannula or needle? The zip wire was advanced through a metal cannula. Was the zipwire flushed during the procedure? Yes, the zip wire was flushed during the procedure.